Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified left coronary artery. A 3.00x38mm synergy stent was advanced to treat the lesion. While delivering the device through the guide, the shaft broke and the broken portion migrated into the left anterior descending artery. Unsuccessful attempts where made to snare the broken portion, however, the broken portion was able to be trapped within the guide and all the devices were removed as a unit. A new guide catheter, guide wire and stent was used to complete the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts bunched in a distal direction. The first distal stent row had a stent strut lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 795 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft or inner/outer polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified left coronary artery. A 3.00x38mm synergy stent was advanced to treat the lesion. While delivering the device through the guide, the shaft broke and the broken portion migrated into the left anterior descending artery. Unsuccessful attempts where made to snare the broken portion, however, the broken portion was able to be trapped within the guide and all the devices were removed as a unit. A new guide catheter, guide wire and stent was used to complete the procedure. No patient complications were reported and the patient status was stable.